Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted. During lead revision, an insulation anomaly was observed. The lead was capped and replaced. The patient's condition is fine after the event.